Event description:
22 french reusable cyctoscope first used to evaluate prostatic and anterior urethra. Urethra dilated with scope to 28 and 24 french resectoscope sheath placed. After 4-5 swipes difficulty with sheath and hub became dislodged from scope. Removed with kelly forceps with minimal abrasion to urethra.